Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of cramp, pelvic pain female and bleeding genital. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and infection ("possible infection"). The patient was treated with surgery (partially hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, genital haemorrhage, infection and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, pelvic pain female and cramp. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and infection ("possible infection"). The patient was treated with surgery (partially hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain lower and infection outcome was unknown. The reporter considered abdominal pain lower, genital hemorrhage, infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of product technical compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.